Event description:
It was reported that pump battery depleted too quickly and caused pump shutdown. There was no adverse impact to the customer¿s blood glucose level. Customer was able to resume insulin after shutdown, received education that battery use was consistent with pump settings and usage, and was informed about how pump shutdown resets certain settings; technical support determined that daily battery depletion remained excessive based on usage and arranged replacement pump, which customer understood and accepted.